Event description:
It was reported difficult deflation was encountered during a right external iliac angioplasty procedure of a tight lesion. The partially deflated balloon and introducer sheath were removed as a unit. It was indicated the arterial wall was damaged and required surgical intervention to achieve homeostasis. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated dried contrast had solidified and was blocking the inner connecting tube. This occlusion resulted in a catheter shaft burst upon attempted inflation. User technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "deflate the balloon by slowly aspirating the syringe plunger. The balloon is completely deflated when the end connector port luer fitting returns to the connector housing."